Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient implanted with this implantable cardioverter defibrillator (ICD) system was inappropriately shocked a couple months ago. This ICD remains in service. No adverse patient effects were reported.